Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the haptic jammed in delivery system. The surgery was completed on the same day using the back up lens. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d9., h.3., h.6. And h.11. The device with the lens was returned. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted behind the broken haptic near mid-nozzle. A full broken haptic was observed inside the device in front of the plunger tip at mid-nozzle. The distal haptic tip was oriented toward the plunger tip. The remainder of the lens was not returned. No damage was observed to the device. Photos were provided matching the returned product serial number. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the broken haptic could not be determined. The broken haptic was in front of the plunger with the distal haptic tip oriented toward the plunger tip. The plunger was retracted behind the broken haptic upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Broken haptics may occur: ¿ if the operating room temperature is too high (greater than 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).